Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger did not advance properly. There was a lot of resistance and then the plunger under rode the iol. There was no patient harm. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned in the opened blister tray. The plunger lock and lens stop have been removed. Viscoelastic is observed in the device. The plunger has advanced into the nozzle entry area and has overrode the lens at the lens loading area. The lens has not advanced out of the loading area. The trailing haptic is folded onto the optic on the left of the plunger. The leading haptic is ahead of the optic, under the plunger. A qualified viscoelastic was used. A plunger override was observed which is most likely interpreted as the reported complaint of "resistance with plunger underride". Due to the observation of a plunger override while the lens was still within the lens loading area, this may indicate that the delivery rate was faster than the recommended rate. The manufacturer internal reference number is: (B)(4).